Event description:
While undergoing pulmonic valve replacement and tricuspid valve repair on march 8, 1993, a piece of scissor broke off into the patient's chest. This was unknown until detected by chest x-ray. This foreign body was surgically retrieved on march 12, 1993.